Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that they experienced high blood glucose level and went to the hospital. The customer¿s blood glucose level was 472 mg/dl at the time of incident. Customer stated that the insulin pump was not working and it was no delivering the insulin. Customer performed self test displacement test and it was passed, however the high pressure test was failed. Customer declined for troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The reservoir and insulin pump will not be returned for analysis.